Manufacturer narrative:
The alb2 reagent lot number was 786524 with an expiration date of 30-jun-2025. Calibration and qc were acceptable. An "abnormal sample aspiration" alarm was observed on the alarm trace data. The precision check results suggested reagent and sample pipetting issues, and cell rinse and mixing issues. The field service engineer (fse) found overflow visible on the cuvettes and adjusted the rinse station. A general reagent issue was excluded as calibration and qc were acceptable. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for albumin gen.2 (alb2) on a cobas c 503 analytical unit. The initial result was 11.2 g/l. The repeat result was 46.6 g/l.